Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red, weeping, and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest and advised to use a plaster the skin irritation. Follow up indicated that the skin irritation improved.